Event description:
It was reported that the patient experienced an overdose following a refill. The patient had symptoms of coma, nausea/vomiting, itching sensation, and pasty white skin. The patient's eyes were dilated and she had trouble breathing. The dose was increased by 20% over the prior dose. It was noted that the patient started a new antidepressant the same day as the refill. The patient was brought to the hospital due to accidental overdose. The patient spent 2 nights in the intensive care unit and three days in observation following the overdose. No intervention with the pump was reported. No patient outcome was reported. The pump contained dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Dilated pupils.